Manufacturer narrative:
Device available for evaluation - additional information: type of follow up - device evaluation: device evaluated by manufacturer- additional information correction part 3 - report source is not literature the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil had been successfully ¿snared¿ by the gooseneck, and was still attached. The implant coil was found to be damaged and stretched. During evaluation, the axium implant coil was removed from the gooseneck snare and the implant coil was examined. The detachment element could not be located within the implant coil, and the polypropylene filament was found to be broken.

Manufacturer narrative:
Based on the device analysis findings and the reported event detail, the clinical observation of ¿non-detachment¿ could not be confirmed and the cause for the difficulty during detachment could not be determined. The implant coil was returned already detached and stretched with a broken polypropylene filament. It is possible that the implant coil stretched and subsequently detached due to the reported ¿pushing and pulling¿ of the pushwire during the attempt to detach the implant coil. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the coiling treatment of 12 mm cerebral aneurysm this coil was prematurely detached. It was reported that the physician attempted to detach the coil one time with the instant detacher. The physician was pulling back the pushwire and found the coil did not detach. The physician repeatedly pulled and pushed the pushwire. As a result, the coil became stretched and detached from the pushwire. They used a snare retrieval device to remove the coil from the patient and used another axium coil to finish the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.